Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side cart (psc) shut down. They restarted the system, and the issue was cleared. An intuitive surgical (is) technical support engineer (tse) reviewed the logs and found several communication issues related to a non-properly blue fiber cable (bfc) connected. The tse asked the nurse to perform a hard power cycle including breakers and emergency power off (epo). However, it was not possible at the moment, due to the surgery was ongoing at the time. The nurse stated that the surgeon was almost finishing the case. Shortly thereafter, another nurse called in to perform the recommended steps. After a hard power cycle with the emergency power off (epo) and reseating the bfc, the system came up properly, but a few minutes later the system shut off. The nurse stated that the psc seems to be off. Nonetheless, the troubleshooting went on, but despite the efforts, the issue persisted. The surgeon decided to convert to a laparoscopic surgery and completed. Intuitive surgical, inc (isi) contacted the site/reporter and obtained the following additional information regarding this event: the system was checked before use as usual; the da vinci procedure was subsequently converted to laparoscopy because the da vinci patient cart was no longer operational. The laparoscopy procedure was completed successfully and with a delay of about 30-45 minutes due to the conversion and the more difficult conditions with the conventional laparoscopy. The incision to suture time was 85 minutes. The patient is currently doing well.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, this reported event was confirmed. The fse replaced the system power manager (spm) to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the system power manager (spm) unit be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is considered a reportable event due to the following conclusion: the customer converted the procedure to laparoscopic surgery after the start of the procedure because the patient side cart shut down. Also, complaint investigation confirmed the fse replaced the system power manager (spm) unit to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the system power manager (spm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint. The spm was connected to in-house system and the patient side cart (psc) disconnected and powered off.

Event description:
Refer to h10/h11 for follow-up information.